Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported that the patient was hospitalized for 1 week. Multiple attempts were made to obtain additional information regarding the nature of the hospitalization, but no further information was available. The patient has since been discharged and continues to use the device to find effective pain relief. There have been no reports of further complications regarding this event.